Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) screen was black and displayed a 'computer system needs service' message. The ccm was power cycled but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the end user arrived for an unscheduled case to find that the heart lung machine (hlm) was powered on, but the ccm had a black screen and displayed a red 'computer system needs service' message. The end user power cycled the system and received the same message. The hlm in question was removed from the operating room (or) and replaced with a back up. The issue occurred prior to cpb. The product was changed out and surgery was completed successfully. There was no delay, no blood loss and no adverse event reported.

Manufacturer narrative:
The field service representative (fsr) verified the 'computer needs service' message. He turned the hlm off, unplugged it and let it sit for one minute. The hlm was powered back on and the message did not reappear on the ccm. The fsr replaced the peripheral component interconnect (pci) bus interface cable assembly. Release testing was completed on the ccm. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the cable assembly printed circuit interface (pci) bus interface into a lab use only (luo) central control monitor (ccm). The ccm booted to a splash screen successfully. The ccm was shut down and restarted three times, successfully booting to a splash screen each time. It was determined that the cable assembly pci bus interface met specification. Per data log review: the system was powered up on (B)(6) 2022 and left powered on. On (B)(6) 2022 the ccm reported an 'error process gui died' event and shut itself down displaying a 'system computer needs service' message as reported. The user likely did not see this until 05aug2022 when the issue was discovered. The log confirms the complaint. The extended power up time may have contributed to the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.